Manufacturer narrative:
Concomitant product UDI for reservoir is: (B)(4).

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) had floppy glans. A surgical procedure was performed to remove and replace the pump and cylinders. No additional patient complications were reported.